Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states that the route of the tubing is not filled with the fluid during priming. The pump got soaking wet from the leaking set.

Manufacturer narrative:
H3 evaluation summary: the device history record (DHR) was not reviewed because the lot number was not available. However, all record from manufacturing lots were reviewed and ensure that products were released meeting all quality release specifications at the time of manufacture. The actual complaint sample was returned for review within its open package. The sample was evaluated by fitting the pump with pumping tester. The testing result found the pump set was unable to be attached properly to the pump and the main door on the pump was unable to close. The route of the tubing was not filled and when operated, the pump tester got wet from the leaking set. Therefore, the complaint sample could confirm the reported condition. The root cause was identified through a corrective and preventative action (CAPA). The team determined that the issue came from the pumping valve being in the wrong position which affected the ability of the pump set to be attached properly to the pump and preventing the main door of the pump from closing. This complaint will be used for tracking and trending purposes.